Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device not returned to manufacturer.

Event description:
Death certificate: (B)(4) 2012. Physician documentation (code): (B)(4) 2012. Discharge summary: (B)(4) 2012.

Manufacturer narrative:
Based upon the review of lot records, work orders, and prior reports no issues with the lot were noted. Actual device was not returned hence no device evaluation was performed. However, medical records were reviewed by clinical representative indicating that per the medical records cardiopulmonary arrest, acute respiratory failure, sepsis and bilateral pneumonia were listed among other co-morbidities prior to the index procedure. The cause of death is also listed as unknown on the death certificate. Based upon the investigation findings, a root cause could not be determined with available information.

Event description:
It was reported that approximately one week post-implant of a bifurcated stent graft, two aortic extensions and one limb extension, the patient died due to acute respiratory failure with sepsis. It was reported that the patient tolerated the index procedure well and was discharged home. Reportedly, the patient expired a week later at home.